Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016, that on (B)(6) 2016, the receiver was not working. There was no report of any injury or medical intervention. No additional event or patient information is available.